Manufacturer narrative:
E1 - initial reporter address 1: h3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A functional test was performed using the occlusion. Visual inspection found a damaged downstream occlusion (dso) seal. The customer problem was duplicated. The dso seal will be replaced.

Event description:
It was reported that the downstream occlusion (dso) sensor was cracked. The event occurred during preventative maintenance. There was no patient involvement.